Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the fill port of a large volume infusor. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 22, 2015 to may 26, 2015. Evaluation summary: the device was not available for evaluation; however the customer provided a photograph of the device. A photographic inspection did not find any leaks, malfunctions or abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.